Manufacturer narrative:
We received your event description for the above mentioned device and would like to thank you for supporting our post-market surveillance. As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The information you provided has been entered into our quality system as a complaint. These types of complaints are used to evaluate systems and device performance throughout our organization and help to maintain and improve the performance of our devices. Should additional relevant information or the device itself become available, the investigation will be updated.

Manufacturer narrative:
(B)(4).

Event description:
This system was extracted due to patient having pain at the pacemaker site. Patient needed the device moved from the left side to the right side. The physician decided to extract the system and was planning on re-implanting the evia device. The evia was contaminated during this procedure. A new pacemaker was then used along with two new leads.